Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the needle driver instrument was not articulating properly. The procedure was completed with no reported injury.